Event description:
It was reported that on (B)(6)-2012, the patient underwent a posterior fusion surgery in the sacroiliac region at s1 where rhbmp-2/acs was placed in the disc space and lateral gutters. The patient's post-operative period was marked by right-sided ectopic bone growth and pain that radiates into her legs. The patient developed pain that radiates into her lower extremities. She has sharp burning pain down through her legs. The pain is cramping and particularly pronounced in her right foot. The patient is unable to sit or stand for long periods following her surgery.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2015: patient presented for follow up of her right low back pain into her right hip.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rhbmp2 was administered in sacral spine of the patient with posterior approach along with diana cage, cancellous allograft bone graft. Currently patient experiences radiating pain to legs, cramping of right foot, difficulty walking, difficulty standing for long periods, difficulty sitting for long periods, osteophyte growth, renal calculi, osteoarthritis, mental anguish/depression. Patient also complains of sharp pain and numbness in lower back on an unknown date in: 2007: patient complained of back and shoulder pain and depression. 2008: patient underwent hysterectomy. 2011: patient underwent right shoulder surgery. 2012: patient underwent gall bladder removal surgery. 2013: patient underwent hip repair, hernia repair and right shoulder tumor removal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 2000 the patient presented with severe vaginal pain. Impression: traumatized vaginal tissue, possibly due to excessively long and repeated periods of intercourse. On (B)(6) 2001 the patient presented with injured left ankle. Impression: sprain of the left ankle. The patient underwent x-ray of left ankle due to pain. Impression: negative study. On (B)(6) 2002 the patient presented with complaints of weakness due to multiple periods in the same month. Assessment: pelvic pain. History of fallopian tube cysts. Gastroenteritis. On (B)(6) 2002 the patient underwent pelvic us due to pain. Impression: small follicular cysts of the left ovary very small amount of fluid in the cul-de-sac normal-appearing uterus and right ovary. On (B)(6) 2002 the patient presented with right lower quadrant pain and a painful left eye. Assessment: impression: internal left hordeolum lateral lower eyelid, lateral edge. Abdominal discomfort. On (B)(6) 2005 the patient presented for an office visit due to chronic sinusitis, chronic rhinitis. On (B)(6) 2006 the patient presented with pain in the left upper shoulder and into the neck. Assessment: left subscapular bursitis. Muscle spasm upper shoulder and left side of the neck. Intrauterine pregnancy due date (B)(6). On (B)(6) 2006 the patient presented for an office visit due to acute uri nos. On (B)(6) 2007 the patient presented for an office visit due to sprain in lumbar region. On (B)(6) 2007 the patient presented with chest discomfort. She points to an area right between her breasts that is the area that hurts. Impression: bronchitis, pleuritic chest pain. The patient underwent chest x-ray of the chest. Impression: negative study. On (B)(6) 2007 the patient come for an office visit as she developed pain across her chest into her right arm. Impression: stress reaction, chest pain, and elevated white count related to the stress reaction. On (B)(6) 2007 the patient presented for an office visit due to bronchitis. On (B)(6) 2007 the patient underwent x-ray of lumbar spine due to pain. Impression: negative lumbar spine series. On (B)(6) 2007 the patient came for an office visit due to sacroiliac sprain. On (B)(6) 2007 the patient underwent MRI of the lumbar spine. Impressions: no complication was reported. On (B)(6) 2007 the patient came for an office visit due to headache. On (B)(6) 2007 the patient came for an office visit due to lumbosacral neuritis. On (B)(6) 2008 the patient presented with radiating pain down her leg into the calf and ankle region with numbness and tingling, low back pain and right lower extremity radicular symptoms. Assessment: low back pain with significant radicular type symptoms into the right lower extremity. On (B)(6) 2008 the patient came for a follow-up of low back pain and radiation down into the foot and toes with some occasional numbness and tingling. On (B)(6) 2008 the patient came for an office visit due to flu. On (B)(6) 2008 the patients came for a follow-up of low back pain and some pain in the right buttock region and in the right lower extremity. MRI showed a bulging disk l4/5 along with some mild ligamentum flavum hypertrophy and degenerative changes, which results in some mild narrowing of the right l4/5 neuroforamen. On (B)(6) 2008 the patient came for an office visit due to diarrhea, abnormal loss of weight, absence of menstruation. On (B)(6) 2008 the patient came for an office visit due to acute pharyngitis, acute uri, nausea. On (B)(6) 2008 the patient came for an office visit due to joint pain in pelvis. On (B)(6) 2008 the patient came for an office visit due to dysmenorrhea. On (B)(6) 2009 the patient who had been having severe menstrual cramps especially over the past six months underwent vaginal hysterectomy. The patient tolerated the procedure well. Ros: weight loss. Impression: severe dysmenorrhea associated with second degree uterus descensus rule out adenomyosis of the uterus versus secondary degree uterine descensus and pelvic congestion syndrome. On (B)(6) 2009 the patient came for a follow-up on surgery. On (B)(6) 2009 the patient came for an office visit due to cervicalgia. On (B)(6) 2009 the patient came for an office visit. On (B)(6) 2009: patient underwent laparotomy with bilateral salpingo-oophorectomy. On (B)(6) 2009 the patient came for an office visit due to chronic airway obstruct, acute bronchospasm. On (B)(6) 2009 the patient presented with itchy rash status post oophorectomy. Impression: allergic rash. On (B)(6) 2009 the patient underwent x-ray of chest 2 views. Due to difficulty in breathing. Impression: pectus excavatum identified. No acute cardiopulmonary process. On (B)(6) 2009 the patient with exertional shortness of breath for the last one month. Shortness of breath has bean stable with no significant worsening. Sob is present during day time with exertion and not worse at night. On (B)(6) 2009 the patient underwent CT scan od the chest w/o contrast due to sob. Impression: normal chest CT without contrast. Possibly a small nodule or two in the left thyroid gland versus artifact. Could be evaluated further with ultrasound. The patient underwent spirometry. Impression: some increase in residual volume suggestive of some decreased air trapping. On (B)(6) 2009 the patient presented with complaints of headache and a little bit of chest discomfort and what she described as a fluttering in her chest. Impression: viral illness. The patient underwent x-ray of chest due to pain. Impression: negative study. On (B)(6) 2009 the patient came for an office visit due to malaise and fatigue, 'nontoxic uni-nodular goiter', enthesopathy of hip. On (B)(6) 2009 the patient presented with complaints of right shoulder pain, rotator cuff syndrome. Impression: bursitis of the right shoulder. The patient underwent x-ray of right the shoulder due to pain. Impression: normal. On (B)(6) 2009 the patient was presented for office visit with right shoulder pain. On (B)(6) 2009 and dec 2010 the patient presented with right shoulder pain. Impressions: right rotator cuff tendonitis secondary to mild anterior shoulder instability. On (B)(6) 2010 the patient underwent x-ray of right ankle, 3 views due to twisted ankle. Impression: normal right ankle. On (B)(6) 2010 the patient came for an office visit due to lumbago. On (B)(6) 2010 the patient presented with problems with sore throat she has had from the last 2 weeks. She complains of odynophagia, some mild dysphasia. She has had some lymphadenopathy with otalgia presumably referred from her throat. Impression: odynophagia. Pharyngitis. On (B)(6) 2010 the patient came for an office visit. On (B)(6) 2011, the patient presented with shoulder pain. Impression: status post right anterior shoulder reconstruction. On (B)(6) 2010 the patient presented recheck of her right shoulder. She has had pronounced right shoulder pain. Physical examination: right shoulder: range of motion is significantly limited. There is also some asymmetric swelling which appears to be almost ballottable swelling subcutaneously over the deltoacromial interval. Passive motion is also quite painful. She has pain reproduced with impingement maneuvers. Virtually any movement is painful for that matter. She has pain with resisted abduction and external rotation. Lift off is difficult to perform. She has palpable anterior pain as well. On (B)(6) 2010 the patient underwent MRI of the right shoulder. Impression: irregular and somewhat globular abnormality subscapuaris tendon which demonstrates decreased t1 and t2 signal, indeterminate, may represent calcific tendonitis or operative change. Otherwise negative right shoulder MRI. On (B)(6) 2010 the patient presented with right shoulder pain. The MRI of right shoulder revealed that there was a possible impingement lesion. There was a type iii acromion. Early degenerative change was noted of the ac joint. Impression: right shoulder pain-status post open capsular plication. On (B)(6) 2010 the patient presented with right shoulder pain. Impression: chronic right rotator cuff tendinitis. On (B)(6) 2011 the patient presented with pre-op diagnosis: chronic right shoulder pain. The patient underwent: exam under anesthesia, right shoulder. Diagnostic right shoulder arthroscopy. Arthroscopic resection of the subacromial bursa. The post-op diagnosis: atraumatic, chronic multidirectional instability, right shoulder. Subacromial bursitis. The patient tolerated the procedure well. On (B)(6) 2011 the patient came today about two weeks status post right shoulder arthroscopic resection of the sub-acromial bursa and e examination under anesthesia. She notes she has had some drainage from her anterior arthroscopic portal and the most lateral arthroscopic portal. Sutures have broken and came out when rubbing against her shoulder. On (B)(6) 2011 the patient presented with a severe headache. She has had it for several days. She has had a few spots in front of her eyes at times. Light bothers her eyes. Sound bothers her. She has vomited a couple of times. She has had headaches like this before though. Impression: migraine headache. On (B)(6) 2011 the patient presented with complaint of right shoulder pain. Physical examination: her right shoulder is tender but it is not red or hot. She can raise it only to about level; she can't bring it behind her at all. On (B)(6) 2011 and (B)(6) 2012 : patient presented with right shoulder pain. On (B)(6) 2011 the patient presented with complaints of muscles spasms in her back pain. Physical examination: still some back tenderness and soreness and tightness. She has muscle tenderness, equivocal straight leg raising at this point in time. Impression: known degenerative disc disease. On (B)(6) 2011 the patient presented today to have a lesion removed from the lower extremity. Impression: l lower leg subcutaneous nodule excised. Sent to pathology. Easy bruising etiology uncertain. Axillary adenopathy. On (B)(6) 2011 the patient presented with right shoulder pain, soreness and tenderness. Plain x-rays of the shoulder are unremarkable. The ac joint does not appear all that bad. Physical exam: swollen area over the ac joint. On (B)(6) 2011 the patient underwent right shoulder arthrogram. Impression: negative right shoulder arthrogram. The patient underwent MRI of right shoulder. Impression: post operative changes right shoulder no acute abnormality. On (B)(6) 2011 the patient presented for suture removal. Ros: has just a little itching at the incision site. Impression: suture removal from lipoma excision site. On (B)(6) 2011 the patient came for an office visit due to right shoulder pain. She has had lots of pain anterior and bicipital and discomfort throughout that time. MRI showed significant pain or inflammation in and around her biceps tendon, but her rotator cuff looks normal. On (B)(6) 2011 the patient presented with presented pre-op diagnosis: right shoulder pain, status post previous anterior capsular shift and repair. The patient underwent: right shoulder arthroscopy, biceps tenotomy, extensive intra-articular debridement, and sub acromial decompression. There were no complications. On 2011, and (B)(6) 2012 the patient presented for follow-up for right shoulder repair. On (B)(6) 2011 and (B)(6) 2012 the patient had some amount of cramping around the biceps tenotomy. On (B)(6) 2011 the patient presented for a follow-up for right shoulder scope. On (B)(6) 2011: patient underwent &#49673;da&#55315;can of the right upper quadrant. Patient presented with right upper quadrant pain. Impression: normal study. On (B)(6) 2011, the patient presented for a follow-up for right shoulder scope. On (B)(6) 2011 the patient presented with elective out patient esophagogastroduodency and colonoscopy. On (B)(6) 2011 the patient presented with complaints of low back pain and right leg pain. With radiation into the buttock down the leg to the foot. Musculoskeletal ros: back pain and pain localized to one or more joints. Neurological ros: limb weakness and numbness. On (B)(6) 2011: patient underwent CT of the with contrast and CT pelvis with contrast. Impression: normal caliber air and fluid filled colon with multiple loops of normal caliber but fluid-filled distal small intestine, suspicious for mild ileus or enteritis such as from viral infection. No hiatal hernia. On (B)(6) 2011 the patient presented with complaints right shoulder pain. X-rays were reviewed and negative for any obvious skeletal ab normalities. There is normal contour of the humeral head and glenoid. The humeral head sits pretty well centered in the glenoid in addition. On (B)(6) 2011 the patient was presented for office visit with a possible intraarticular right sacroiliac joint injection regarding her right sided hip pain going down to the right leg. Assessments: right sacroilitis. On (B)(6) 2011 ,(B)(6) 2012 and 2013 the patient presented for an office visit. On (B)(6) 2012, (B)(6) 2013, (B)(6) 2014 and (B)(6) 2015, : patient presented with degeneration of cervical intervertebral disc, bipolar disorder, abdominal pain, asthma. On (B)(6) 2012 the patient underwent MRI of cervical spine without gadolinium. Impression: mild degenerative disc disease of the cer vical spine. Straightening of the normal cervical lordosis. There may be a component of muscle spasms. On (B)(6) 2012: patient presented with right upper quadrant pain. On (B)(6) 2012 the patient came for an office visit due to acute post-op pain, abdominal pain. On (B)(6) 2012 the patient underwent CT pelvis w/o contrast. Impression: normal CT can with multiplanar views through the si joints. On (B)(6)2012 the patient presented status post right si joint fusion with burning, shooting and sharp pain. Ros: back pain, muscle aches. On (B)(6) 2012 the patient presented for follow-up of right shoulder pain. On (B)(6) 2012 the patient underwent MRI of right upper extremity joint without contrast due to right shoulder pain. Impression: postsurgical changes of the shoulder. Mild to intense t1 superior labral signal. Cannot exclude a small superior labral tear. Mild degenerative changes of the shoulder. On (B)(6) 2012 the patient presented for follow-up of right shoulder pain. On (B)(6) 2012 the patient presented for follow-up for right shoulder pain with a loose body formation above her ac joint with fluid and swelling in that area. On (B)(6) 2012 the patient underwent ECG. The patient presented with pre-op diagnosis: right shoulder mass and right shoulder pain. The patient underwent: right shoulder arthroscopy. Diagnostic intra-articular evaluation with sub acromial synovectomy. Open right distal clavicle excision. Lipoma excision right shoulder. There were no patient complications. On (B)(6) 2012 the patient presented with post-op shoulder pain. On (B)(6) 2012 the patient presented for follow up of right shoulder open distal clavicle excision, lysis of adhesions, and removal of fatty tumor. On (B)(6) 2012 the patient underwent perforation series due to abdominal pain. Impression: normal chest non-obstructive bowel gas pattern. Cylindrical density overlying the right hemipelvis, likely extraneous, correlate clinically. On (B)(6) 2012 the patient presented for abdominal discomfort, gastritis and nausea. On (B)(6) 2012 the patient presented with nausea and events of vomiting. Impression: migraine headache. On (B)(6) 2012 the patient presented with complaints of right shoulder pain. X-rays revealed a previous distal clavicle excision. On (B)(6) 2012 the patient presented with complaints of shoulder pain/ trouble sleeping. Impression: anxiety. Depression. Chronic pain. Insomnia. On (B)(6) 2012 the patient presented for shoulder pain, wart, axillary lesion. Impression: right shoulder pain status post 4 surgeries. Periungual wart. Axillary cyst. On (B)(6) 2012: patient presented with multiple skeletal complaints, terrible shoulder and cervical disc disease in her neck. On (B)(6) 2012 as per medical records, physical examination: there is a lot of tenderness in the right si joint. There is tightness and muscle spasm in the neck and the right mandibular and masseter muscles. Impression: low back pain, neck pain from osteoarthritis, right tmj syndrome. On (B)(6) 2012 the patient came for an office visit due to cervicalgia, headache, and pain in thoracic spine. On (B)(6) 2012 the patient presented with pain in left and right sacroiliac. She also complained of neck pain, right arm pain. She unde rwent x-rays for cervical and lumbar regions. Impression: neck pain, back pain, headaches. Assessment: cervical facet syndrome, cervical radiculopathy, cervicalgia. On (B)(6) 2012 the patient came for a visit due to right shoulder pain. On (B)(6) 2012 the patient presented with right shoulder pain. Assessment: right shoulder pain secondary to surgery back in july. Neck pain secondary to osteoarthritis. On (B)(6) 2012, (B)(6) 2011 and (B)(6) 2013 the patient presented for an ER visit due to abdominal pain right upper quadrant. On (B)(6) 2012: patient underwent x-ray of the right hip. Impression: postoperative changes of the right s1 joint region. Slight superior narrowing of the right hip joint. No. Fracture. On (B)(6) 2012 the patient presented for scheduled cervical medial branch block. She has pain that starts in the back of her neck and radiates across her shoulders and down to her elbows. The right side is worse than the left side today. Assessment: spondylosis; cervical w/myelopathy; anxiety disorder. On (B)(6) 2012 the patient came for an office visit due to unspecified migraine, chronic pain, disc degeneration. On (B)(6) 2012: patient presented with neck pain. Impression: migraine, chronic pain, degenerative disc disease. On (B)(6) 2013 the patient presented with right hip pain. Physical examination: she does appear to have some mild impingement signs with hip flexion, adduction and internal rotation. Impression: rule out femoral acetabular impingement, right hip. On (B)(6) 2013: patient presented with back pain. On (B)(6) 2013 the patient came for an office visit due to personal history of fall and lumbago. On (B)(6) 2013 the patient was diagnosed for tear of the acetabular of the labrum on the right hip. On (B)(6) 2013 the patient underwent ultrasound-guided right intra-articular hip joint injection. Assessment: hip/buttock pain. On (B)(6) 2013 the patient presented for an ER visit due to tietze's disease, nausea and palpitations. On (B)(6) 2013: patient presented with short of breath. Impression: nausea, palpitations, costochondritis. On (B)(6) 2013 the patient came for an office visit due to abdominal pain. On (B)(6) 2013 the patient presented with right hip pain, pain in joint, pelvic region and thigh. Assessment: right hip pain-mild oa and acetabular dysplasia. On (B)(6) 2013 the patient presented with pre-op diagnosis: right hip pain. Right hip mild acetabular dysplasia. Right hip acetabular labral tear. The patient underwent right hip arthroscopic acetabular labral tear. The patient returned to recovery in stable condition. 03 apr 2013 the patient presented for right hip scope postop visit. Assessment: 2 weeks s/p r hip arthroscopic labral repair. On (B)(6) 2013 the patient presented with low back pain, neck pain and right leg pain. Ros: musculoskeletal: back pain, muscle aches, and pain localized to one or more joints. Neurological: convulsions, limb weakness, difficulty with balance, and numbness of the limbs. Radiology study: pa, lateral, flexion/extension lateral radiographs of the lumbar spine show her diana cage in a satisfactory position. The si joint appears ankylosed on the right in that no joint is evident on the ap view. There is mild lumbar spondylosis with minimal anterior osteophyte formation but no loss of disc space height and no segmental instability. On (B)(6) 2013, the patient presented with joint pain in pelvis. On (B)(6) 2013 the patient presented with pain status post hip surgery in (B)(6). Assessment: cervical facet syndrome, cervical radiculopathy, cervicalgia. On (B)(6) 2013 the patient underwent CT abdomen and pelvis without contrast with restrictions. Impression: negative noncontrast CT of the abdomen and pelvis. On (B)(6) 2013 the patient presented with the following pre-op diagnosis: symptomatic umbilical hernia. She underwent the following procedure: umbilical hernia repair with gore bio a mesh plug and fatty tissue. On (B)(6) 2013 the patient presented with abdominal pain and underwent transabdominal ultrasound. Impression: hepatic steatosis. On (B)(6) 2013 the patient presented with complain of abdominal pain. The patient underwent x-rays which showed multiple air fluid levels and nondistended colon, fatty infiltration of liver. On (B)(6) 2013 the patient underwent CT of the abdomen and pelvis with IV contrast. A comparison was done with the CT of (B)(6) 2013. Impression: new postoperative changes over the ventral abdominal wall without evidence of subcutaneous or intraabdominal abscess. No other acute findings identified. On (B)(6) 2013 the patient presented with neck and right arm pain. Assessment: cervicalgia (neck pain). On (B)(6) 2013 the patient underwent electro diagnostic studies for evaluation of neck pain and bilateral upper extremity pain to rule out cervical radiculopathy. Interpretation: normal study. There is no electrophysiologic evidence of a mononeuropathy, cervical radiculopathy, or brachial plexopathy in either upper extremity. On (B)(6) 2013 the patient presented for an ER visit due to cellulitis of the trunk. On (B)(6) 2013: patient underwent laparoscopic lysis of adhesions with removal of that preperitoneal mesh from her umbilical hernia repair. Minor exploration of her umbilical hernia repair incision and debridement of the left and right lateral edges. On (B)(6) 2013 the patient presented for an ER visit due to tietze's disease, acute uri. On (B)(6) 2013 the patient underwent x-ray of chest single view due to right-sided abdominal pain. Impression: no acute cardiopulmonary process. Negative chest. The patient underwent x-ray of abdomen. Impression: no change fixation device right si joint. On (B)(6) 2013 the patient presented at observation care due to abdominal pain right upper quadrant. On (B)(6) 2013 the patient presented with complaints of right hip pain. Assessment: right hip pain-mild oa and acetabular dysplasia. On (B)(6) 2013 the patient underwent ultrasound-guided right intra-articular hip injection. The patient tolerated the procedure without complications. Assessment: hip osteoarthritis, hip/buttock pain. On (B)(6) 2013 the patient underwent CT of renal calc. Impression: normal CT scan of the abdomen and pelvis. On (B)(6) 2013: patient underwent CT of the abdomen and pelvis. Impression: no acute abnormality identified. Diffuse hepatic steatosis. Postoperative changes. On (B)(6) 2013 the patient x-ray of lumbar spine three views due to back injury, severe pain. Impression: normal lumbar spine. On (B)(6) 2014 then patient underwent MRI of the lumbar spine with and without IV gadolinium due to back pain, right foot drop. Impression: no significant fracture. No significant disc bulge or protrusion. No significant central or from all narrowing evident. No enhancing mass or mass effect detected. On (B)(6) 2014 the patient presented for review of her MRI and to recheck her back pain and leg pain. She continues to complain of low back pain with radiating right leg pain. She states the pain begins in her low back through her right buttock, into her lateral thigh and in her anterior leg. She mentions weakness in her right foot. Impression: low back pain with right leg radiculopathy. Weakness in the anterior tibialis and exterior halluces longus. On (B)(6) 2014 the patient underwent perforation series due to abdominal pain. Impression: non-obstructive bowel gas pattern. No free I intraperitoneal air or other acute abnormality identified. On (B)(6) 2014: patient presented with pre-op diagnosis: cervical spondylosis with radiculopathy. Procedure: anterior cervical disce ctomy with decompression of neural elements and foraminotomy at c5-c6. Anterior cervical discectomy with decompression of neural elements and foraminotomy at c6-c7. Structural allograft fusion at c5-6. Structural allograft fusion at c6-7. Instrumentation with atlantis elite plate from c5-c7. Use of intraoperative microscope. Use of intraoperative x-ray for localization. On (B)(6) 2014 the patient presented for an office visit with neck pain, status post fall and status post neck surgery. The patient underwent CT of cervical spine. Impression: cervical spine degenerative changes. No definite acute fracture. The patient underwent CT of thoracic spine w/o contrast. Impression: post-op changes lower cervical spine. No acute fracture. Emphysema. On (B)(6) 2014 the patient underwent esophagogastroduodenoscopy with biopsy. On (B)(6) 2014: patient underwent CT scan of the abdomen and pelvis. Impression: fatty lever, small pelvic free fluid, cholecystectomy. On (B)(6) 2014: patient presented with right buttock pain. On (B)(6) 2014 the patient underwent x-ray of chest ap upright view due to pain. Impression: no focal consolidation or acute abnormality identified. On (B)(6) 2015: patient presented with croupy cough, chest hurts, pain on back side of right ear. On (B)(6) 2015: patient underwent two lead/16 contact spinal cord stimulator trial. On (B)(6) 2015: patient underwent spinal cord stimulator, 8 contact/ two lead placement at lumbar region. Battery implantation. Spinal cord stimulator, epidural electrode placement. Pulse generator placement . Use of fluoroscopy. On (B)(6) 2015: patient underwent removal of spinal cord stimulator.

Event description:
It was reported that on: (B)(6) 2012 patient was discharged from hospital. On (B)(6) 2012 patient called to office due to her right ankle and leg swelling. On (B)(6) 2012 patient called to office due to right side low back pain along with right foot cramps. On (B)(6) 2012 patient called to office due to muscle spasms of her right buttock. On (B)(6) 2012 patient called to office due to right lower back and incisional pain. On (B)(6) 2012 patient underwent CT scan of the pelvis. Impression: status post right sacroiliac joint fusion. Mild degenerative, changes. On (B)(6) 2012 patient underwent a CT scan of pelvis/si due to assess fusion, s/p right si fusion. For sacroilitis. On (B)(6) 2012 patient underwent a CT scan of pelvis due to post fusion sacroiliitis. Impression: status post right si joint fusion. On (B)(6) 2012 patient underwent a CT scan of the sacroiliac joint was performed. On (B)(6) 2012 patient called to office chronic headache or chronic pain. On (B)(6) 2012 patient called to office due to pain between shoulder blades. On (B)(6) 2013 patient called to office due to pain in her right groin into her hip and leg. On (B)(6) 2013 patient called to office due to continuing low back pain and right si area pain. On (B)(6) 2013 patient called to office due to low back pain. On (B)(6) 2013 patient called to office due to increasing pain and muscle spasms in the area of her surgery. On (B)(6) 2013 patient underwent MRI of cervical spine without contrast. Impression: multilevel mild degenerative disease of the cervical spine with small concentric disk bulges and mild central canal narrowing but no evidence of direct cord impingement, uncinated arthropathy with moderate foraminal narrowing at the c6-7 level with secondary bilateral c7 nerve root abutment. On (B)(6) 2013 patient presented for office visit due to right sided abdominal pain. On (B)(6) 2013 patient called to office due to neck pain and headache. On (B)(6) 2014 patient called to office requesting pain medication. On (B)(6) 2014 patient presented due to right low back and leg pain. On (B)(6) 2014 patient called to office due to pain. On (B)(6) 2014 patient underwent a CT scan - pelvis/si due to low back pain. On (B)(6) 2014 patient had undergone a right si joint fusion due to right buttock pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 2010: patient presented with major depression, recurrent, mild meth abuse, in full sustained remission alcohol abuse,in full sustained remission. (B)(6) 2012: patient presented for presurgical conference. (B)(6) 2012: patient presented with following preop diagnoses: right sided sacroiliac joint pain. Procedure: right sided sacroiliac joint fusion with diana cage, allograft and bone morphogenetic protein. Perop: a stealth reference arc was placed in the ileum. Stealth reference radioqraphs were than obtained in ap oblique and lateral positions. Next, 60 cc of crushed cancellous allograft mixed with a small kit of bone morphogenetic protein were impacted into the sacroiliac sulcus. A 17 mm helical reamer was then placed over k-wire into the appropriate positionnext a 17 mm diana cage was screwed into position and seated tightly, (B)(6) 2012: patient presented status post right si joint fusion. (B)(6) 2013: patient presented with neck pain. (B)(6) 2014: patient presented with asthma-uns, bipolar disorder, degeneration of cervical intervertebral disc, oploid dependence continuous. (B)(6) 2014: patient presented with cervical spinal stenosis. Patient underwent cervical spine 2 views. Impression: 1. Anatomic alignment of cervical fusion at c5-c6 and c6-c7. No acute complication. 2. Mild retropharyngeal soft tissue swelling anterior to c3 and c4 on a postoperative basis. (B)(6) 2014: patient presented with right shoulder pain. (B)(6) 2014: patient presented with abdominal pain (B)(6) 2014: patient underwent the right sacroiliac joint injection. (B)(6) 2015: patient went for an office visit for follow up of her right low back pain into her right hip. (B)(6) 2015: patient presented with right low back and right si pain. Assessment: sacroilitis, pain syndrome, myogascial pain syndrome, low back pain, disc disorder of cervical region, cervicalgia, cervical radiculopathy at c6.

Event description:
It was reported that on (B)(6) 2011 the patient presented for radiology. As per radiology results, pa lateral flexion/ extension lateral radiographs of the lumbar spine are obtained and are unremarkable. On (B)(6) 2011 the patient underwent MRI of lumbar spine due to low back pain. Impression: possible schmorl's node at l3. On (B)(6) 2011 the patient presented for nerve conduction studies and electromyography. Impression: there is no electrophysiologic evidence of a right lumbosacral radiculopathy; there is no electrophysiologic evidence of a peripheral neuropathy affecting the lower limbs. On (B)(6) 2012 the patient underwent CT of pelvis w/o contrast. Impression: normal CT scan with multiplanar views through the s1 joints. On (B)(6) 2012 the patient presented for perop diagnosis of right sided sacroiliac joint pain. The patient underwent right sided sacroiliac joint fusion with diana cage, allograft and bone morphogenetic protein. As per op notes, the incision was made over the lower lumbar spine. Dissection was carried through the sacroiliac sulcus to expose the bony surfaces of sacrum and ileum. Using stealth image guidance, a k-wire was directed into the appropriate occasion for the diana cage. Next bon surfaces were curetted to bleeding bone on both the iliac and sacral sides. Next 60 cc of crushed cancellous allograft mixed with a small kit of bone morphogenetic protein were impacted into the sacroiliac sulcus. After placement of cage the k-wire and trajektor were removed. The position of cage was confirmed with fluronav and then the cage was packed full of the remaining cancellous allograft bone graft. On (B)(6) 2012 the patient presented for office visit. Medication: norco ,vivelle, xanax. On (B)(6) 2012 the patient underwent CT of pelvis w/o contrast-CT due to assess, fusion, s/p s1 fusion (B)(6) sacroilitis. Impression: status post right si joint fusion. On (B)(6) 2012 the patient presented for office visit. Medications: vivelle, xanax. On (B)(6) 2013 the patient presented complaining of low back pain. Radiographs of the lumbar spine, 4+ views were performed. Impression: there is mild lumbar spondylosis with minimal anterior osteophyte formation but no loss of disc space height and no segmental instability. Assessment: chronic back pain. On (B)(6) 2013 the patient underwent MRI of cervical spine. Impression: multilevel disc bulging through out the cervical spine but without central or foraminal stenosis. On (B)(6) 2013 the patient presented complaining of neck pain.